Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a atfl reconstruction procedure, when the surgeon tensioned, the anchor, ar-3638, came off. The surgeon made another bone hole in another place and inserted ar-8990st (lot:11812011), but it also came off during ligation. Finally, another bone hole was created in another location and another ar-8990st anchor was fixed to complete the case. Additional information provide 1/15/21: the additional bone hole was drilled at the distal end of fibula.